Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided, with moderate ketones. Elevated blood glucose levels were addressed by manual insulin injection. Reportedly, the customer's daughter and husband assisted the customer by giving a correction bolus and monitoring the bg value.